Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a nonresponsive touchscreen and sleep/wake button; attempts to resolve included charging the device, using a stylus, and performing a prolonged wake-button press without effect, and a replacement ilet was arranged. Symptoms included no alarms and no reported impact on blood glucose. Outcomes included the patient transitioning to backup therapy and continued cgm use with a phone or receiver. Investigation included remote troubleshooting and user education. Investigation of the returned device revealed an interface malfunction consistent with an unresponsive display or control input, with no evidence of patient harm.